Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged a 3-4mm inaccuracy. Tracer was used for registration; inaccuracy was noted with all instrumentation in the tracking volume. There was a metal mayo stand above the patient's head during the entire procedure, which the surgeon was unwilling to move. For registration, the emitter was initially placed a the 5 o'clock position in relation to the patient (further from the mayo stand). They were not able to register the more superior points with the emitter in this position, subsequently it was moved to the 1 o'clock position to complete registration. The surgeon opted to continue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Findings are that, as reported, the metal may stand above the patient head, was a use error. Software functioned as designed.